Manufacturer narrative:
The customer replaced the ict module to resolve the issue. No additional discrepant result issues have been reported since the module was replaced. The ict module list number 09d28-03/lot 200206 was determined to be the cause of the issue. A review of the service history for the architect c8000 analyzer identified no additional contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of complaint and trending data for ict module identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and were within acceptable limits with no trends identified. Manufacturing documentation for the ict module was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Event description:
He account generated one falsely depressed sodium result while using the architect c8000 analyzer. Sid (B)(6) initial result: 118 mmol/l. The sample was retested in duplicate and the results were 140 and 141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Patient information. No specific patient details were provided.

Event description:
The account generated one falsely depressed sodium result while using the architect c8000 analyzer. Sid (B)(6) initial result: 118 mmol/l. The sample was retested in duplicate, and the results were 140 and 141 mmol/l. No impact to patient management was reported.